Manufacturer narrative:
Additional information: annex b and d codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during inspection, prior to use one onyx frontier coronary drug eluting stent was not present on the stent delivery system. Device inspection was conducted and revealed the absence of the stent on the wire. When the device was inserted into body, there was no stent on the wire and no stent was found in the body. Images was obtained and there was no stent visualized in heart and the balloon was never deployed. There was no damage noted to the packaging. Negative prep was not performed. The lesion was not pre-dilated. There were no issues noted when removing the device from the hoop/tray. The device was inspected with issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the device packaging was fully sealed prior to opening. The sheath and stylet were removed per IFU with no issues noted. The device was inspected prior to use with no issues noted. It was not possible that the device had been placed back on the shelf after the device had been used in a previous procedure. No patient complications have been reported as a result of this event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.